Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19896992. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 19007805.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. Due to the high impedances and in combination with the stimulation limit with the subthreshold programs that the patient had, the patient did not feel relief anymore and felt that their pre-existing pain was coming back. The patient underwent a procedure where the scs system was removed and replaced. Post operatively, the patient had good pain coverage.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. Due to the high impedances and in combination with the stimulation limit with the subthreshold programs that the patient had, the patient did not feel relief anymore and felt that their pre-existing pain was coming back. The patient underwent a procedure where the scs system was removed and replaced. Post operatively, the patient had good pain coverage.

Manufacturer narrative:
Sc-2316-70 sn (B)(6). Visual and x-ray inspection of the lead revealed that this lead was bent/kinked near the set screw mark of the clik x anchor and all cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the possible flexing of the lead after exiting the clik x anchor, was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-3400-30 sn (B)(6). Visual inspection revealed that the splitter was cleanly cut approximately 24 cm from the proximal end of the splitter. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-1132 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.